Event description:
It was reported that the closure tops were found to be loose post-operatively. Approximately 1.5 months post operatively, the surgeon was performing a laminectomy on a previous pathfinder nxt fusion. Upon exposure, it was found 2 of the 8 closure tops were loose but had not fully backed out of the screw head. The sales rep indicated the rod was fully seated in the tulip head of the screw and there was no gap between the rod and the screw. The locking cap had been fully tightened to 90 inch pounds. The sales rep also indicated there was tissue under the rod and in the closure tops threads. The pt was revised. No further info is available at this time.